Event description:
A customer reported an issue of high blood glucose levels with readings displayed as "high". Cause was not known. The customer administered a correction bolus using the pump and changed the infusion and cartridge. No further assistance was required, and the customer declined additional supplies or system check.